Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. This emdr was submitted to represent the bard/davol 3dmax light (device #4). An additional supplemental emdr represents the bard/davol kugel patch (device #1) and bard flat mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of kugel hernia patch (device #1 & #2). Per operative notes, ¿the hernia sac was identified in right inguinal region and reduced. A kugel patch (device #1) was placed using sutures. The hernia sac was identified and reduced in left inguinal region. A kugel patch (device #2) was placed using sutures. (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device #3). Per operative notes, ¿the prior kugel patch (device #1) appears to be displaced and migrated to hernia sac. The hernia contents were identified and reduced. A bard flat mesh (device #3) was placed and sutured. (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with partial excision of mesh (device #1 & #3) and implant of 3dmax light (device #4). Per operative notes, ¿the protruding mesh was cut and dissected off from abdominal wall. The scarring of nerve was identified. A small hernia defect was identified and repaired using 3dmax light (device #4) and tacked. (B)(6) 2017 - patient was diagnosed with right groin pain and neuralgia thereby underwent open repair with removal of mesh (device #1 & #3) and resection of nerves. Per operative notes, ¿moderate amount of scarring was excised. The prior mesh (device #1 & #3) with suture material was removed entirely. Three nerves were resected and sutured.